Event description:
Caller states patient tested 2.1 inr on the coaguchek xs system while a comparison lab returned as 3.7 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Event description:
A false positive immulite 2500 stat troponin assay result was obtained on a pt sample when repeat testing was performed. The customer repeats all troponin test results greater than 0.4 (ng/ml). The discordant troponin result was not reported to the physician. The customer performed repeat testing on another laboratory system and the troponin results were negative. There was no known report of pt treatment being altered or adverse health consequences due to the discordant stat troponin assay result.

Manufacturer narrative:
Na